Event description:
While patient was on bypass the machine shut off. Pump was handcranked to re-establish pump flows and arterial pressures. Date of use: 2007. Diagnosis or reason for use: aortic valve replacement. Aortic valve replacement.